Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on an unknown date (approximately 3 months ago) wherein the entire system was explanted to address the issue. Exact date of explant is unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s leads migrated. As such, the patient experienced ineffective therapy and is unable to set the system into MRI mode. As such, surgical intervention may take place at a later date to address the issue.